Manufacturer narrative:
Reference medwatch 3004209178-2014-83784 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a coma and was in the hospital for ten days. The customer received two calibration error alarms and a change sensor alarm. She also had issues with her serter. Her blood glucose level was 153 mg/dl. The product was not returned. Nothing further to report.